Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Not available.

Event description:
The facility reported 21 cases of corynebacterium jeikeium and are reportedly investigating potential root causes which include an evaluation of the powerpicc solo valve. There have been no reports of device of malfunction or confirmation of quantity affected. Additional information has been requested but not provided.